Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart error. The customer¿s blood glucose level was 127 mg/dl. The customer also reported that they were able to clear the alarm and able to rewind the insulin pump. The customer was assisted with troubleshooting and pump error was reoccurring during normal use of the insulin pump. The customer was advised to monitor the insulin pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, unexpected restart error test and self test. No unexpected restart error noted during test.